Event description:
It was reported that a right atrial (ra) leadless pacemaker (lp) failed to release from the delivery catheter during initial implant. The lp was removed from the patient and replaced with a new device to complete the procedure. Patient was stable with no consequences.